Event description:
Additional information received indicated that the reason for the miniarc sling explant was erosion and persistent sui. The patient outcome following the explant surgery is "pending." No additional patient complications have been reported in relation to this event.

Event description:
It was reported that following a miniarc sling implantation, the patient is experiencing unspecified complications and the sling will be removed. No additional patient complications have been reported in relation to this event.